Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-01372. Related manufacturer report number: 3006705815-2020-01373. It was reported that the patient was hospitalized due to a pulmonary embolism. Follow up identified that the patient was treated in the hospital and discharged.